Manufacturer narrative:
(B)(4). The device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The device was subjected to positive pressure and liquid was observed to be leaking from a pinhole leak in the balloon material located approximately 1mm proximal to the proximal end of the distal marker band. An examination of the balloon material identified no issues. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination of the device identified several severe kinks along the length of the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-jan-2018. It was reported that the catheter failed to cross the lesion. The target lesion was located in the left circumflex (lcx) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the cutting balloon was unable to cross the target lesion. A non-bsc guide catheter was then used together with the flextome¿ balloon. However, the balloon still could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the balloon had a pinhole.